Event description:
The customer reported audio failure message and no sound. Patient involvement is unknown. There was no reported patient impact / injury.

Manufacturer narrative:
The device did not behave as expected by the customer. According to the case closure notes, the issue was resolved by the customer and no work performed by philips. To resolve the issue, the device was restarted and the message went away. Although the reported issue was resolved by restarting the device, it is not known what caused the customer's issue initially. H3 other text : the issue was resolved by the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an audio failure. Patient involvement is unknown.